Event description:
It was reported that the ilet pump displayed repeated ¿restart ilet¿ alert 60 messages associated with a bluetooth communication failure, prompting seven restarts, after which a replacement was arranged and the user was instructed on shutdown, return, data sync, and start-up for the replacement device. Symptoms included feeling sick and persistent hyperglycemia, which remained elevated for approximately three hours, while the device alerted to the high glucose level. Outcomes included non-medical assistance from a caregiver out of kindness, no medical intervention, and continued cgm use via the dexcom g6 app or receiver. Investigation included review of device operation and communication function with emphasis on the bluetooth communication path as well as receipt and inspection of the returned device. Investigation of this case revealed a device communication malfunction associated with the ble board, consistent with a bluetooth communications issue that necessitated replacement and prevented cgm connection. It was concluded that the cause was a malfunction of the device¿s bluetooth communication hardware.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.